Event description:
During a hysteroscopic resection of endometrial/endocervical polyps, a portion of the ceramic tip broke off and fell into the pt's lower uterine segment. The tip was recovered with no pt harm.

Manufacturer narrative:
Ceramic tip is broken off. The proximal end of the tip remains glued securely into the distal end of the tube. The tube has numerous dents along the shaft. Conclusion - the device has been damaged and mishandled by the customer. The breakage likely occurred due to the lateral force exerted on the sheath during the insertion or removal from the outer sheath.